Event description:
The customer reported that a patient fell out of a posey bed. It is not clear if the side panel was left open or if there was an issue with the zipper. The nurse that was on the floor at the time of the incident will be in contact with additional information.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Attempts have been made to gain additional information, but customer has not responded. Note: this submission is based solely on the user facility statement. The instructions for use warning statement: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in patient escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the patient unattended to help reduce the risk of a fall or unassisted bed exit. (B)(4).